Event description:
New information received noted that the patient was seen in clinic, and the pairing was restored by reprogramming. Issue was found to be due to telemetry lockout. No patient consequences were provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.